Event description:
It was reported that the lead exhibited high threshold. A subsequent chest x-ray showed that the lead had dislodged. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.